Event description:
It was reported that during a low anterior resection procedure the tip of the circular stapler couldn't be fixed to the pin. Following the tip was removed and replaced with a new one (from a new box) and the stapler which was already inserted into the colon remained there. With this change the anastomosis was completed successfully. No patient consequences reported. Procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.